Event description:
It has been confirmed that the revision surgery scheduled for (B)(6) 2017 did not proceed as planned, and has not yet been performed.

Event description:
It was reported that the patient has a left hip revision surgery scheduled for (B)(6) 2017 due to pain and metallosis.